Manufacturer narrative:
The calibration performed on 10-sep-2022 was within specifications. The qc recovery was within -2sd of the customer's specified ranges. The alarm trace contained "abnormal aspiration (sample probe a)" and "sample foam detection" errors. These are indicators of possible poor sample quality. The field service engineer (fse) verified the instrument by performing calibration and qc successfully. The fse also instructed the customer to repeat a sample across 4 analyzers including the module and all of the results matched. The customer also performed precision testing with successful results. The customer also performed qc and the results were within the specified ranges. The module was verified to be performing within specifications. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable crej2 creatinine jaffe gen.2 results for 76 patient samples tested on the cobas 8000 c 702 module. The initial results were reported outside of the laboratory. A provider questioned a result that prompted a rerun of a patient sample. This patient sample was then rerun on the module and three other c 702 modules. The patient sample was also sent out to a laboratory that uses a siemens analyzer and another laboratory that uses a roche analyzer. Sample ID (B)(6) - on (B)(6) 2022, the initial result from the module was 1.37 mg/dl. The first repeat result from the module was 0.95 mg/dl. The second repeat result from the other module was 0.95 mg/dl. The third and fourth repeat results from the other two modules were in the range of 0.9 ¿ 1.0 mg/dl. The repeat results from the other two laboratories were within the normal range. The reporter then reran 75 patient samples from 10-sep-2022 until 11-sep-2022. The reporter noted that all of the repeats were lower and that there were ten samples with initial results that were 0.5 mg/dl higher than the repeat results. The patient samples were rerun on their other module. The reporter was able to provide this example: sample ID (B)(6) - on (B)(6) 2022, the initial result from the module was 2.38 mg/dl. On (B)(6) 2022, the repeat result from the other module was 1.8 mg/dl. The repeat results were deemed correct. The reagent lot number is 64005801 with an expiration date of 29-feb-2024.